Manufacturer narrative:
Product analysis conclusion; the reported stent graft limb compression and occlusion was confirmed on the films provided. The type ii endoleak was also confirmed on the films. Complete pre and post-implant CT¿s were not available for review of the patient anatomy and the stent graft in-vivo configuration. It is most likely that implantation of the contralateral limb further proximally into the main body stent than intended was a contributor to the compression and subsequent occlusion observed. It is possible the some unknown patient anatomical consideration may also have been a factor (e.g. Calcification, thrombus). Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B5: additional information; it was confirmed that during the index procedure it was only a endurant bifurcate limb implanted. No tube or extension were implanted and there is now no complaint against devices etew2828c82ee and ettf3232c70ee. It was reported that intervention has taken place and the patient had a femoral-femoral bypass performed and is reportedly in a stable condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant devices are: ettf3232c70ee; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate, limb, iliac extension and tube were implanted in the endovascular treatment of an abdominal aortic aneurysm on the (B)(6) 2020. There was a 29 mm long infra renal neck which was 47 mm in length and there is a distal seal zone with a length of 35 mm. The etbf3220c166ee was implanted on the right side &the etlw1620c124ee limb on the contralateral side. It was reported that a CT performed approximately 2 weeks later identified that the contralateral limb was thrombosed from the flow divider all the way down in the left common iliac artery. There is collateral perfusion from the right side via the left internal iliac artery (liia). It was noted the contralateral limb was compressed completely in the native aortic bifurcation. It was said the contralateral limb was positioned ± 23 mm too high in the main device. There is also a large type ii endoleak from the open inferior mesenteric artery (ima). No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.